Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive, requiring multiple presses to activate the display or quick bolus feature. The customer's blood glucose level was 130 mg/dl. The customer declined to perform troubleshooting with tandem technical support.